Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the right coronary artery (rca) using an indigo system cat rx kit (kit). During the procedure, the physician felt resistance and was unable to advance the indigo system catrx aspiration catheter (catrx) within the 6fr guide catheter and, consequently, the catrx was kinked. It was reported that the catrx was incompatible with the guide catheter and, therefore, the procedure was completed using a new catheter and tissue plasminogen activator (tpa). There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the catrx was kinked approximately 47.5 cm from the hub. The device was fractured approximately 57.5 cm from the hub. The aspiration tubing was undamaged. Conclusions: evaluation of the returned catrx confirmed a kink and revealed a fracture in the middle of the device. It was reported that resistance was experienced, and the physician was unable to advance the catrx within a 6fr guide catheter due to the devices being incompatible. If the device is forcefully advanced against resistance, the device may become kinked. If a kinked device is further manipulated, the kink may worsen into a fracture. Based on the reported complaint, the fracture was likely incidental to the reported complaint and may have occurred post procedure or during packaging for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.